Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction occurred and the patient died. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad) with 75% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent and the residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient presented with the complaints of shortness of breath for two weeks and was hospitalized on the same day. Cardiac enzymes were found to be elevated. Electrocardiogram (ECG) revealed a-v block, wide qrs intervals with left bundle branch block and CT revealed pulmonary edema and bilateral effusions. Chest x-ray revealed bilateral pleural effusion and basilar airspace disease with stable hilar and perihilar opacities. The patient was diagnosed with acute on chronic combined systolic and diastolic congestive heart failure (chf), acute hypoxic respiratory failure and pulmonary edema. The patient was placed on diuresis and was given lasix for the treatment of respiratory failure. The patient was noted to be hypotensive and hypoxic with increasing oxygen requirements and was transferred to intensive care unit (ICU) for further management. The following day, the patient was intubated due to acute combined hypoxic and hypercarbic respiratory failure. Repeat x-ray revealed vascular and pleural effusions. The patient expired due to severe cardiogenic shock.